Manufacturer narrative:
No product was returned for evaluation. A full evaluation of the system controller and patient cable could not be conducted as neither devices were returned for evaluation; however, the reported pump stoppage event was confirmed based on the information contained in the submitted system controller log file. The pump stoppage appeared to be related to a complete loss of power to the system controller. Power appeared to have been lost simultaneously on both power cables while the system was connected to the power module. This indicates that the patient cable may have become disconnected from the power module. Although the voltage range captured while the system controller was connected to the power module was slightly lower than expected, it would not have resulted in alarm conditions or loss of system support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported the patient was provided with a new patient cable and the pump stoppages resolved. Information was not provided confirming if either the system controller or patient cable were exchanged.

Manufacturer narrative:
(B)(4). Approximate age of device: 3 years from date of issue to the patient. The system controller is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's event history revealed low speed readings with values of 0.0 displayed for pump powers and estimated pump flows. Review of the log file data by the manufacturer's technical services representative revealed the pump stoppage was caused by a low supply voltage condition. The amount of time the pump was off was unable to be determined. Once adequate power was restored to the system controller, the pump appeared to return to operation at the set speed. It appeared that cable fatigue contributed to this event. The patient was asymptomatic at the time of the event and was reported to be doing fine. The system controller and patient cable were exchanged and the pump stoppages reportedly resolved.